Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after an internal fixation procedure had been performed on the patient's right femur on (B)(6) 2018 to treat an intertrochanteric fracture, the patient experienced the cut out of the superior lag/comp screw with painful intra-articular penetration forty two (42) weeks postoperatively (in or around 5-jan-2019). Despite the fracture had already healed, the patient underwent revision surgery on an unspecified date to replace the trauma hardware with a total hip arthroplasty. Additional details regarding the clinical course of the patient were not provided. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf), additional information is not known, and it is not possible to collect it, we do not have the opportunity to revisit negative feedback to retrieve further information. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported event. According to the report, despite the report, the fracture had already healed, the patient underwent revision surgery on an unspecified date to replace the trauma hardware with a total hip arthroplasty. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.